Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation the lens was scratched hence was not used. Another back up lens of the same model and a different diopter was used. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic had a scratch on the anterior side near the center of the lens. The optic is pressed against the posts and down into the well area of the lens case. Associated products were not provided. It is unknown if qualified products were used. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that the company non-toric 25.5 diopter, add power +2.2 & 3.2 lens model was replaced with a company toric 23.5 diopter (+2.25cyl) add power +2.2 & 3.2 lens model. It is unclear if this is accurate information. The facility has not responded to requests for follow up. The manufacturer internal reference number is: (B)(4).